Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in an unknown vessel. The physician advanced a 3.50 x 24 mm taxus liberte drug eluting stent, however, the taxus stent was unable to track down the guidewire to the lesion. Upon removal the taxus stent strut appeared damaged. The procedure was successfully completed with another 3.50 x 24 mm taxus liberte stent. No patient complications were reported.